Manufacturer narrative:
(B)(4).

Event description:
It was reported that an unknown duration of loss of connection on the mobile app occurred. Data was evaluated and the allegation was confirmed. The probable cause was determined to be potential patient misuse as the app was manually closed. The reported event of an unknown duration of loss of connection is reportable based on the finding of loss of connection greater than one hour. No injury or medical intervention was reported.